Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device check, the ventricular lead exhibited intermittent loss of capture. The lead was explanted and replaced. The patient was stable post procedure.